Event description:
The consumer reported that the patient experienced a loss or change of therapy on (B)(6) 2016. The patient was experiencing symptoms they hadn't had since before the trial. The patient experienced frequency every 60 minutes, their urgency had increased, waking up to go to the bathroom had increased, and they also had large leaks with urgency. The patient first tried increasing stimulation on their program on (B)(6) 2016, but then changed programs on (B)(6) 2016 and both changes had not helped with their symptoms. The patient had changed programs twice now and had been keeping a diary. The patient was not sure what to do now. The patient would follow-up with their health care provider (hcp) regarding their issues. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
Corrected information: sex, date of birth . If information is provided in the future, a supplemental report will be issued.